Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged neck and head cancer. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In this report, box b and box h has been updated/corrected.

Manufacturer narrative:
The manufacturer previously reported that the patient having head and neck cancer. There was report of serious patient harm or injury. The manufacturer received new and relevant information on 02/08/2023 that the previously alleged information not due to the device. In addition, appropriate health effect - clinical code has been added. Section b1, g3, h1, h2 and h6 updated / corrected. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The wrong health effect - clinical code c9305 was submitted on the previous report in h6 section.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged neck and head cancer. There was no medical intervention required by the patient. The manufacturer was made aware of this complaint through a representative of the customer. One attempt has been made and there is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In section a : patient identifier, patient identifier, date of birth, age, weight, ethnicity, race, relevant test/lab data and other relevant history has been updated. In section d : product UDI has been updated. In section e : reporting institution name and init. Report sent to FDA has been updated. In section g : report source - other has been updated. In section h : evaluation method code grid, evaluation results code grid and conclusion code grid has been updated.